Event description:
Pt is a recent bone marrow transplant receiving chemotherapy. The pt experienced pain during chemo injections. Contrast study demonstrated leakage. The physician determined that the pt had a fractured device. No further details were provided at this time.